Event description:
It was reported that delays showing numbers when measuring spmet. Motion tolerance issues when monitoring spo2. Customer states the numbers "disappear for more than 2 minutes". "Adhesive on the sensor did not last more than one day". Additional information was received that the patient was a premature male that was 2 weeks old in critical condition. He is doing better now.

Manufacturer narrative:
Multiple attempts for product return and request for additional information were made. The unit has not been returned to masimo to allow analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.